Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product: addr01, implantable pulse generator (ipg), implanted: (B)(6) 2007; 5076, implantable pacing lead, implanted: (B)(6) 2007. (B)(4).

Event description:
It was reported that the right atrial (ra) implantable pacing lead exhibited high impedance and high thresholds. A lead fracture was suspected. The lead was capped and replaced. No patient complications have been reported as a result of this event.